Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the initial investigation showed no duplication of the alleged malfunction. There were no fault codes associated with display or interconnect errors in the logs. The stm tried inducing screen lock-up by rolling the iabp up and down the hallway while pumping on a system trainer and 40 cc balloon and no failure was observed. The stm also tried manipulating the coiled cable, on each connection point, to induce display error, but could not reproduce the fault. The customer stated the touchscreen locked up during transport from ICU to cath lab and they replaced the iabp after they couldn't get the screen to unlock. The stm could not duplicate the error after 2 hours of pumping on system trainer. The iabp passed all functional, safety, and electrical tests to factory specifications and was released back to the customer for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump was in use on a patient it generated a fault code #77. No patient harm, serious injury or adverse event was reported.